Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the customer experienced a persistent #20009 system error codes. An isi technical support engineer determined that the fault was related to a system arm and had the customer undock and exercise the affected arm multiple times and reboot the system, however, the 20009 system error code continued to recur as soon as the arm was moved. The pt was under anesthesia and port incisions were made when the surgeon decided to abort and reschedule the planned surgical procedure to a later date.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with a patient side manipulator (psm). The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The psm was returned to isi for failure analysis investigation. Engineering discovered both 20009 and 21009 in the error logs. The 20009 abd 21009 system error codes appeared when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety system put da vinci in a "recoverable safe state". Engineering concluded that the motor for the psm axis two had malfunctioned, thus generating the system errors experienced by the customer. The psm was repaired by replacing the encoder and motor assembly for axis two. As of march 12, 2008, there have been no reported recurrences of the issue at this hospital.